Manufacturer narrative:
To date, the device and leads remain implanted. No additional information was able to be obtained of the potential revision procedure planned due to the patient's heart block. At a previous follow up, the physician stated that all measurements were stable and within normal range. The patient had a provocation test in the atrium and ventricle of a complete exit block. Due to no return on this device and lead a root cause can not be determined at this time for the loss of capture (loc). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that the patient with this device, experienced heart block and was subsequently hospitalized. The device was interrogated and a loss of capture (loc) greater than two seconds was observed on the right atrial (ra) and right ventricular (rv) lead. A revision procedure was scheduled for the near future. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, the device and leads remain implanted. A final report will be sent after information is received of the revision procedure. If the products are returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.